Event description:
Two anchors were implanted in a pt during a knee procedure. Some time after surgery (time is unk), the pt developed signs and symotoms of infection, pleural effusion and gram positive rods. It is alleged that the pt will be returning to surgery to remove the implants the year 2005.